Manufacturer narrative:
During a random MDR check conducted on october 1, 2024, an error was noticed. A follow-up is being initiated to correct it. B3 event date corrected. D1 brand name corrected. D4 model number inserted in the correct field. G4 (k) number inserted in the correct field.

Manufacturer narrative:
Batch review performed on 23-aug-2024. Lot 153654: (B)(4) items manufactured and released on 01-oct-2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event during the period of review.

Event description:
The patient came in reporting pain due to impingement with the dual mobility liner and iliopsoas, 8 year and 8 months after the primary. The surgeon revised the head and liner. The surgery was completed successfully. The surgeon replaced the head with a +7 option sleeve and new dual mobility liner. He witnessed a significant amount of scar tissue around the acetabulum.